Event description:
Complainant alleged that while attempting to treat a female patient in her mid-50's, the device was unable to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device log shows the device prompted pads on and pads off messages as a result of poor coupling. The first shock at 150 joules was successful, but poor coupling became evident during CPR. The second shock attempt failed due to a constant lead fault state. Troubleshooting led to ECG electrode application, but the device remained in the pads lead view, preventing ECG display. Poor coupling can be caused by various factors including but not limited to electrode placement, poor patient preparation, or just poor contact between the pad and patient. The x series operator's guide speaks to patient skin preparation, warning the user that "excessive body hair or wet, sweaty skin may interfere with electrode adhesion. Remove the hair and/or moisture from the area where the electrode is to be attached." The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.